Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dad or mom reported via phone call that customer experienced high blood glucose of 400mg/dl which was treated with manual injection. Customer had symptoms such as vomiting. Insulin pump will not be returned for analysis.